Event description:
It was reported that there was an "e06" error code on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00268.